Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use an alternate method to ensure insulin delivery was not interrupted.